Event description:
A customer contacted baxter's technical service center to report having a large drain volume during therapy on the homechoice (hc) machine. The home patient (hp) stated that during his last therapy session he ended up draining approximately 3200mls. The hp stated his typical fill volume is 1800mls. The hp also stated he felt bloated during therapy, before draining out 3200mls. The hp stated he was concerned the alarms for the hc are no longer working. The technical service representative (tsr) explained to the hp the parameters for the alarms. The total volume was 9000mls. The total time was 9 hours. The last fill volume was 1800mls. The dextrose was set to same. The initial drain alarm was set to 0mls. The tsr offered a swap of the device. Product surveillance contacted the home patient (hp) regarding the reported events. The hp stated he did not know what may have caused or contributed to the large drain volume reported in this complaint. He stated he did not bypass any low drain volume alarms or the initial drain. The hp has since received a new cycler and has not had any problems with it. There was no patient injury or medical intervention reported. The reported largest prescribed fill volume of 1800mls and the drain volume of 3200mls meet increased intra peritoneal volume criteria.

Manufacturer narrative:
(B)(4). The device was evaluated for the reported increased intra peritoneal volume (iipv) by the product analysis lab (pal). The iipv was not confirmed. The probable cause was determined to be insufficient drain: one or more cycles advances to next fill when slow/ no flow occurred above the min drain volume threshold. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported issues. The device will be sent to service area. (B)(4) is currently open for the reportable malfunction of over delivery / iipv.

Manufacturer narrative:
CAPA is currently open for the reportable malfunction of overdelivery.